Manufacturer narrative:
The site confirmed that the instrument has been discarded and will not be returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs for the procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. The system logs reveal that after having used the endowrist one vessel sealer instrument for about one hour, the surgeon performed two back-to-back cut functions with the instrument followed by five consecutive activations of energy usage. The last application of energy usage lasted approximately 33 seconds. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, it was alleged that the endowrist one vessel sealer instrument did not seal adequately and the patient experienced excessive bleeding. The surgeon reportedly converted the da vinci-assisted surgical procedure to open surgery in order to control the bleeding. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted lower anterior resection procedure, the endowrist one vessel sealer instrument allegedly did not seal the inferior mesenteric artery (ima). As a result, the patient allegedly experienced major bleeding and the robotic procedure was converted to an open traditional surgical procedure. On (B)(6) 2017, intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: according to the surgeon he was able to use the endowrist one vessel sealer instrument without any issues up until the event occurred. At the time the event occurred, the surgeon attempted to seal the ima twice with the endowrist one vessel sealer instrument. During each seal attempt, he heard the audible tones indicating that the sealing cycle was complete. However, the surgeon reportedly did not see any tissue effect while attempting to seal with the instrument. After performing the two seal functions, the surgeon transected the ima with the endowrist one vessel sealer instrument. After doing so, the surgeon observed excessive bleeding from the ima. Due to the bleeding and alleged issue with the endowrist one vessel sealer instrument, the surgeon decided to convert the robotic procedure to an open traditional surgical procedure. After the case was converted to an open traditional surgery, the surgeon was able to control the bleeding by applying pressure and placing sutures on the vessel. The surgeon was able to complete the surgical procedure with a quantified blood loss of approximately 500 ml. No blood transfusions were administered. It was reported that a pathology report of the ima tissue confirmed that the tissue did not exhibit any thermal effect. The surgeon confirmed the tissue was not under tension, the size of the ima was not over 7 mm, and the vessel was not calcified. The surgeon was unable to provide any information regarding settings on the electrosurgical unit (esu) during the procedure. The patient was reported to be recovering well. There was no video recording of the procedure.